Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was 339 mg/dl. The customer's mother stated that the customer entered in her carbohydrates value and tried to enter the bolus, but the value remained at zero despite button presses. The caller did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent act button response due to flattened (creased) buttons dome switch. The unit had a minor scratched liquid crystal display window, cracked case at the display window corner, and cracked reservoir tube lip.